Event description:
According to the physician, for the first ten days after a pump refill procedure the patient feels very good. After that time, the patient feels a return of pain and can't wait until the next refill date. The physician suspect a device malfunction. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).